Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that unstable rotation speed occurred. The target lesion was located in the severely calcified artery. A 1.25mm rotalink¿ plus was selected for use. During rotation test outside the patient's body, it was noted that the rotation speed would not stabilize. The procedure was completed with another of the same device. No patient complications were reported.